Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process.

Event description:
It was reported that there were 2 bd safetyglide¿ needles that were clogged. The following information was provided by the initial reporter: having issues with this needle clogging.

Event description:
It was reported that there were 2 bd safetyglide¿ needles that were clogged. The following information was provided by the initial reporter: having issues with this needle clogging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: refz0987. Medical device expiration date: 20-nov-2026. Device manufacture date: 19-jan-2022. Medical device lot #: regn2101. Medical device expiration date: 31-dec-2026 device manufacture date: 27-may-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.